Event description:
Caller reported air bubbles in the tubing during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer would perform a supply change to address the issue and call back if issue continued.